Manufacturer narrative:
Additional information has been received which was not included in the initial follow-up report. The updated additional information has been provided in below sections with this follow-up report. 1. Section h6 - updated component code, type of investigation, investigation findings, investigation conclusion. 2. Section h11 - updated additional investigation summary: an attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on google pixel 6 (android 16) with mmt1885 780g pump (software version 6.23w) was conducted and confirmed the issue was not reproduced. The software adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). From the logs we see several disconnections due to supervisor timeout while retrieving incomebolusdata due to bluetooth stack returned gatt error status 133. The bluetooth connection instability is causing the gatt error 133, preventing the application from retrieving complete active bolus delivery information. This could be due to distance from the device, interference, or devicespecific connectivity issues. Issue confirmed. Recommendation steps: please instruct the customer to approve the pairing in the system os popups, and not move the application to the background during the pairing procedure. Disable battery optimization for the mmm app: long tap on the mmm app icon>>app info>>battery saver>>no restrictions. Clear all previous pump bluetooth connections in bluetooth settings: open settings>>tap connections>>tap bluetooth>>tap the options icon next to the device (pump) you want to unpair>>tap unpair>>confirm on the popup. Restart the phone and try pairing again. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources active wifi networks bluetooth connections nearby). We are proceeding to close the ticket as we dint got any response from helpline to the recommendation steps provided. If customer still face issue we request helpline to reopen ticket, we will be happy to investigate the issue further. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was already confirmed through earlier reference tickets. We were unable to conduct a thorough investigation as helpline did not provide customer username that is necessary to perform a comprehensive analysis. The issue is unknown because testing and/or analysis could not be completed. Without the necessary data, we are unable to confirm or refute whether the issue occurred at the time of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on unable to receive data in carelink connect and experienced no communication between the carelink and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-6111.